Manufacturer narrative:
G4: please note that this device (c01a-j) is not marketed in the united states; however, it is same as the united states marketed device with catalog# c01a, 510k# k041584 and UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during an l1 ovf at 2a-2b in a patient diagnosed with l1 compression fracture. It was reported that at fns screw was used for th11/l3 to fixate. Cement leaked into the blood vessel when the right th11 screw was filled with cement. Cement was used after 15 minutes after mix, and leakage was confirmed when the amount of cement filled was about 0.6 cc. No malfunction associated with fns screw. There was no patient symptom reported. There were no further complications reported regarding the event.